Event description:
The customer reported that the ortho provue analyzer interpreted a false negative result during validation.

Manufacturer narrative:
The customer reported that the ortho provue analyzer interpreted a false negative result during validation. Parallel testing in manual gel resulted in weak (1+) reactivity for three (3) patients samples. The customer was performing antibody screen tests for validation of the analyzer at their facility. Therefore, no erroneous results were reported, as this site is not test of record. On 10/03/2005, an ocd field engineer (fe) arrived on site. The fe could not duplicate the reported issue. However, the fe performed gel camera adjustments as per the service documentation and recorded a new reader reference image. Repairs have returned the analyzer to expected operation. No definitive root cause could be determined. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, a patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote. Mts is reporting this event based on the potential for injury should the event recur without detection by the user.